Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported "encapsulated". Patient also reported anxiety, panic attacks, skin burns, tachycardia, brain fog, bone pain, hormone replacement pellet, experiencing hemorrhage, allergies, headaches, hair loss, and an "endless number of other things" which are all not device related. This record is for the right side. Device has been explanted and replaced.